Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient who has had six radiotherapy treatments had their deice checked which showed that on (B)(6) 2016 7.5 years was remaining, and after a weekend of no treatment it appeared that the battery had dropped to 4.5 years remaining and had been slowly decreasing. A request was sent for technical review to determine if it's safe to continue radiotherapy treatment as the battery had depleted premature and might not last the length of the treatment. No adverse patient effects were reported. Additional review from engineering noted devices experience an increase in operating power during radiation therapy due to frequent programmer interrogation. The displayed longevity will drop, this is normal and has been observed many times. It was noted that if the physician is concerned about depletion, obtaining a save to disk at least a week after the last radiotherapy session would be recommended , so that it can confirmed that the device has returned or is returning to a normal power level. It was noted that the patient will be monitored and the device remains implanted.